Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons were "not responding properly." There was no additional information available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: during investigation, the keypad buttons were found to be intermittently responsive. The keypad was removed and the contacts were found to be misaligned. The display issue and audio bolus button damage issue were reported under medwatch report number 2531779-2011-08796.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.